Event description:
The customer reports the device has a device error with shock equipment malfunction failure.

Manufacturer narrative:
(B)(4). The customer reports the device has a device error with shock equipment malfunction failure. The device was evaluated by the customer with the help of the response center and did not confirm the problem. The response center had the customer run the op check again with success. The status log and data management logs were reviewed with no errors. The device still had a red x on the device. There was no reported pt involvement. The device was evaluated by the customer with the help of the response center and did not confirm the problem. The response center had the customer run the op check again with success. The status log and data management logs were reviewed with no errors. The device still had a red x on the device. There was no reported pt involvement. We cannot determine the cause from the available info.